Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test because the vibrator did not vibrate when it was supposed to. No unexpected critical pump errors (open book image) were noted during testing. After further review, there were signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that there was no alarm was displayed before open book image was displayed on the screen. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.